Event description:
Pt was diagnosed with meningitis due to staphylococcus epidermidis 3 weeks after pump and catheter implantation. Pt was successfully treated with concomitant administration of intrathecal vancomycin to treat meningitis and lioresal.